Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the reamer broke while being removed from the patient during a total elbow athroplasty procedure. The patient did not retain any foreign material.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensions taken are within specification. Drive connector shaft was not returned. Device history records cannot be reviewed since the lot number is unknown. Manufacturing date and field age of the instrument cannot be determined since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. Per the packaging insert, it states, "do not subject instruments to high loads and/or impact as breakage can occur." However, it is reported that the surgical technique was utilized. A definitive root cause cannot be determined with the information provided.